Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for evaluation. The internal part of the device was inspected visually and found no evidence of visible foam degradation. Secondary findings include dust contamination inside the device. In addition, the devices error log was downloaded, and four error codes were present when reviewed. All errors were corrected. Lastly, the device was cleaned and disinfected and passed all testing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.